Event description:
Perclose closure device used status post heart cath/percutaneous tranluminal coronary angioplasty (ptca)/stent. On arrival to recovery unit, three quarters of dressing to site covered in bloody drainage. Manual pressure applied for 20 minutes, hemostasis achieved. Groin cath site without hematoma, swelling or bleeding. Patient doing good.